Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead.

Event description:
Information received from the patient reported that they had to turn the stimulation from their implantable neurostimulator (ins) down ("adjusted accordingly") or off if they lied down or slept on their back as the amplitude was too intense. The patient stated that it had always been that way and thought it was due to the lead positioning where their injury was located. The indication for use for the implanted device was noted as lumbar radiculopathy. [Omitted information related to pe (B)(4): frayed cord on insr antenna].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.